Manufacturer narrative:
A sample was not returned and sent to vygon for testing; however, a video was filmed during the procedure and sent to quality assurance for review. The video demonstrates there was blood leaking from the bottom of the overmolded hub. After the blood is wiped with gauze, it pools again directly under the hub. This confirms a leak in the area near the hub. Due to the poor focus of the video, it is difficult to determine the exact source of the leak, whether it is a pinhole or a slice in the material. But it is clear that the leak was coming from somewhere along the front of the hub or shaft, directly under the printed "5f". In august 2022, vygon inspectors found marks found on the purchased catheters in the same location. While no definite conclusions can be made without a sample, we do believe there is similarity with previous defects identified and corrected by the supplier after the august 2022 incident. The corrective actions put into place are to polish the mold down allowing more room for the extruded shaft to move freely and avoid pinching or damage. Corrective actions include: 1. Using colored bins/caps for part containment and identification after failed inspection 2. Modifying the current pins, flags, models, and drawings to reduce potential stresses applied to extrusion wall. 3. Polishing the mold to remove a thousandth of an inch to allow more room for the extruded shaft.

Event description:
PICC leaking at connection to the individual lumen legs.

Manufacturer narrative:
The results of this investigation are still pending and will be communicated to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
PICC leaking at connection to the individual lumen legs.